Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p100022/s014 1 x zisv6-35-125-7.0-120-ptx device of lot c1159365 was returned for evaluation, without the original packaging. With the information, a physical examination and document based investigation was carried out. Additional information was provided by the sales representative. The patient anatomy was not tortuous, but the lesion was calcified. The physician did not encounter resistance when advancing the wire guide or the delivery system to the target lesion. He felt resistance only when he rotated the thumbwheel of the device. On evaluation of the returned device, it was observed that the coiling was stretched at the distal end of the stent retraction sheath (srs), at 104mm to 110mm from the strain relief. The overall device length was measured as 124.2cm, which is within specification of 125.0cm +1/-2cm. The device was wired successfully, with no issues reported. The evaluating engineers then attempted to deploy the stent, but the stent could not deploy fully. The engineers noted that the thumbwheel could rotate, but this did not retract the srs. The handle was then opened, and it was noted that the retraction wire had pulled out of the srs during the lab. The customer complaint is confirmed as the stent could not be deployed fully. Research and development assessed the details of this occurrence, and determined that the removal and reinsertion of the device is against the recommended use of the device, and could contribute to device failure due to blood coagulation. The engineers then confirmed that the retraction wire separated during the lab. Possible root causes for this occurrence could include the re-inserting of the device or the calcified patient anatomy. These factors could have caused the damage to the coil in the stent retraction sheath which may have caused or contributed to the inability to deploy the stent. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. It may be noted that the product insert instructs the user: "do not reuse the product." Prior to distribution, all zisv6 (zilver ptx) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. According to information provided, the patient did not experience any adverse effects due to this occurrence quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the conclusion of this investigation. Initial report details: a patient underwent stent placement to the lesion of proximal left sfa. Dr. (B)(6) from (B)(6) hospital performed medical treatment to the patient as live case demonstration at academic conference (called level iii). The delivery system was inserted into the patient' body, then, the safety lock was disengaged. However, the marker (which was marked by ivus) for the stent placement was moved by patient's body movement, therefore, the delivery system was removed from the patient's body. After remarking, the same delivery system was reinserted to the patient's body and it was attempted to initiate stent deployment by rotating the device thumbwheel, but the stent would not be deployed. The same size of another device (lot c1159364) was used instead to complete the procedure. No adverse effect to the patient reported. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of 'retraction wire separates from retraction sheath'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s014. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
A patient underwent stent placement to the lesion of proximal left sfa. Dr. (B)(6) from (B)(6) hospital performed medical treatment to the patient as live case demonstration at academic conference (called (B)(6)). The delivery system was inserted into the patient' body, then, the safety lock was disengaged. However, the marker (which was marked by ivus) for the stent placement was moved by patient's body movement, therefore, the delivery system was removed from the patient's body. After remarking, the same delivery system was reinserted to the patient's body and it was attempted to initiate stent deployment by rotating the device thumbwheel, but the stent would not be deployed. The same size of another device (lot c1159364) was used instead to complete the procedure. No adverse effect to the patient reported. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of 'retraction wire separates from retraction sheath'. No adverse effects to the patient have been reported as occurring.